Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.

Event description:
Information was received that reported the pt sought medical treatment in 2009, due to an incident of hyperglycemia. The pt reports that she became ill with high blood glucose and vomiting. She went to urgent care and received insulin via injection. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.